Manufacturer narrative:
(B)(4).

Event description:
It was reported from a consult that the patient was experiencing an increase in seizures, as well as itching and swelling at the neck incision site. The surgeon suspected that these events were related to an issue with the electrodes from the patient's recent lead revision surgery. He scheduled a surgery to look at the electrodes and to also provide a vocal cord injection as it was also reported that the patient had vocal cord paralysis. The patient underwent exploratory surgery where the surgeon removed some scar tissue, gave vocal cord injections and closed the patient. Diagnostics indicated that the device was functioning as intended within normal limits, and settings were programmed back to pre-op settings. It was noted that no reposition was performed. Device history records were reviewed for the patient's implanted generator and lead. Both devices were sterilized and passed quality inspections prior to distribution. No further relevant information has been received to date.

Event description:
An update indicated that the patient's vocal cord paralysis occurred on the patient's left side and that it was attributed to the vns surgery. The physician did not have assessments for the cause of the increased seizures, swelling or itching. It was further confirmed that there were no issues with the anchors as was originally suspected. No further relevant information has been received to date.